Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported a therapy issue. The patient reported that before exonic, until last tuesday, they were barely in control of their symptoms. The patient mentioned it depended, occurring twice a day and once at night. The patient stated they had "little squirt here and there," and that this was unacceptable. The patient also mentioned that on the first night, it felt like what exonic previously did for them. The patient added that they could feel their bladder releasing a little bit. The agent reviewed general programming guidance and walked the caller through connecting to the ins and increasing stimulation. The patient was able to connect to the ins and noticed that the therapy was turned off. The patient then turned on the stimulation and reported feeling a slight shocking sensation. The patient confirmed they felt the stimulation in the bicycle seat area and that it was comfortable. The patient will maintain the stimulation level and continue to track symptoms. The patient was advised to monitor their symptoms and was redirected to their healthcare provider if the issue persists.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.